Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2022-19055 and 3006705815-2022-19057. It was reported that the patient's ipg became inoperable and both leads were exhibiting high impedances. Surgical intervention was undertaken in which the ipg and both leads were explanted and replaced to address the issue.